Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
The device was returned to the manufacture, analyzed and tested out of specification. Upon follow-up, information was received indicating the patient had reported chest pain and found to have possible device firing. Upon interrogation, it was noted the device reached its elective replacement index. The device was replaced. No further patient complications were reported as a result of this event.